Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead would continue to be monitored.

Event description:
New information notes that the lead was capped due to oversensing on (B)(6) 2014. The lead was replaced.